Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had ¿only white dots visible¿ during preparation for a diagnostic appendectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d9, g3, h2, h3, h4, h6, h10 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube distal end area is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable is broken and therefore stripes in image occur. The most probable cause of the complaint is a cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had ¿only dots visible¿ during preparation for a diagnostic appendectomy procedure. The procedure was completed with a similar device. There were no reports of patient harm.